Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging the trunk cable connector. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code.